Event description:
(B)(4). This spontaneous device case, which does not involve an adverse event, was reported by a consumer, who contacted the company with a product complaint, concerns a female of unknown age or origin. The patient was taking insulin lispro (humalog) for treatment of an unknown indication. On (B)(6) 2010 it was reported that the patient had two humapen ergo devices, one was a humapen ergo teal/clear pen body (lot 0602a01/ (B)(4)), and the other a humapen ergo teal/opaque pen body (lot a1435/ (B)(4)). Reportedly, both were defective and she could not use them anymore. On (B)(6) 2010, both devices were returned and the cartridge holders for each device had both engagement tabs broken (one opaque and one clear cartridge holder). The patient operated the device and training status was not provided. The general device duration of use and suspect device duration of use was reported as for a while. It was unknown if use with another humapen ergo device was continued. Further information will be added when received. (B)(4). Update (B)(6) 2010: edit performed to reflect the return of the devices to be (B)(4) 2010 when the (B)(4) was identified and the initial complaint report was (B)(4) 2010. Added concomitant drug humalog. Narrative updated accordingly. Update (B)(4) 2010: additional information was received from the global product complaint system on (B)(4) 2010 and (B)(4) 2010. Added the device specific safety summary for both devices. Updated (B)(4) fields and improper use and storage was marked as yes for the humapen ergo clear pen body with clear cartridge holder.

Manufacturer narrative:
Evaluation summary: a customer reported their device was defective and not usable. They returned the actual complaint device to the manufacturer for investigation. The device from lot 0602a01 was manufactured in february 2006. The manufacturer's investigation found both clear cartridge holder tabs broken. This malfunction can result in an underdose. Malfunction confirmed. Corrective action: the core user manual informs customers not to damage or remove the cartridge holder tabs. Further, it says not to use the pen if the cartridge holder tabs are broken or if any part of the pen appears broken or damaged. Contact lilly at xxx-xxx-xxxx or your healthcare professional. No further corrective actions are planned as the device manufacturing was discontinued december 2006. Improper use and storage: there is evidence of improper use. Observed on both engagement tab areas are marks consistent with the tabs being removed with pliers. This misuse is relevant to the complaint and the investigation findings. This report includes final evaluation findings. No additional information is expected.